Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room due to inappropriate shocks for myopotential noise while the patient was in bed. The sensing vectors were tested and noise is oversensed on all of them with simple movements. X-rays were performed to compare with the post implant x-rays. The physician has increased the smart charge in the meantime and the plan is to deactivate therapies once the patient is placed in a bedroom and connected to an external defibrillator. Technical services (ts) reviewed the device data and discussed there is noise identified similar to non-physiological noise in the primary vector before and after the shock. It was also discussed that the type of noise during the episode is not similar to myopotential while it has some possible non-physiological signal type mechanical. The x-ray was determined to show the electrode is slightly left sided, and another screening could be beneficial to map over the patient chest. Additional troubleshooting suggestions were provided. Additional information was provided. It was discussed that there is evidence of a potential fracture of the electrode or connection issues, however, these have not yet been confirmed. A system revision was performed and the electrode was replaced. The s-ICD device remains in service. No additional adverse patient effects were reported. The explanted electrode is expected to be returned for analysis.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room due to inappropriate shocks for myopotential noise while the patient was in bed. The sensing vectors were tested and noise is oversensed on all of them with simple movements. X-rays were performed to compare with the post implant x-rays. The physician has increased the smart charge in the meantime and the plan is to deactivate therapies once the patient is placed in a bedroom and connected to an external defibrillator. Technical services (ts) reviewed the device data and discussed there is noise identified similar to non-physiological noise in the primary vector before and after the shock. It was also discussed that the type of noise during the episode is not similar to myopotential while it has some possible non-physiological signal type mechanical. The x-ray was determined to show the electrode is slightly left sided, and another screening could be beneficial to map over the patient chest. Additional troubleshooting suggestions were provided. Additional information was provided. It was discussed that there is evidence of a potential fracture of the electrode or connection issues, however, these have not yet been confirmed. A system revision has been scheduled with possible electrode explant. The s-ICD system remains in service at this time. No additional adverse patient effects were reported.